Event description:
The manufacturer received information that a loner trilogy evo device was returned to a third-party service center for evaluation for service. There is no allegation of serious or permanent harm or injury. During the inspection, the issue was confirmed, and a vent inoperative error code e155 (evt_mach_flow_drift_high) was detected. The machine flow sensor was found to be drifting above specifications. No component was replaced to address the issue. The device was crushed and disposed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The reported failure of vent inoperable is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, h355628173ba8 review confirms that the device met the final acceptance criteria and was released for final distribution.